Event description:
A customer contacted beckman coulter inc, (bci), to report a leak coming from the unicel dxl 600 access immunoassay system. Customer is not questioning any patient results. There was no report of injury to persons.

Manufacturer narrative:
No system performance information was supplied by the customer. A field service engineer (fse) was dispatched: the fse found nothing was leaking from the liquid waste area. The fse discovered that the wash buffer peri-pump tubing was leaking and replaced the tubing. The fse verified repair per established procedures. Hardware is the root cause for this event.